Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent anterior and posterior vaginal wound revision with skin advancement flap, and cystoscopy with calibration on (B)(6) 2011 due to vaginal graft erosion x 2 anterior midline and posterior perineal.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent repair of rectovaginal fistula, right ureterolysis, vaginal wound closure and excision of mesh on (B)(6) 2014 by dr. (B)(6) due to erosion. It was reported that following insertion the patient experienced frequent urinary tract infection, mixed urinary incontinence, urinary retention, and hematuria.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, bleeding, neuromuscular problems and vaginal scarring. It was also reported that the patient underwent the following procedures: on (B)(6) 2010: ams mini arc precise single incision sling and ams: elevate apical and posterior repair system with interpol lite twice. On (B)(6) 2010: excision of prior sling, retropubic suburethral sling with sparc, anterior vaginal wound revision with skin advancement flap, cystoscopy with calibration reason: anterior graft exposure. On (B)(6) 2012: partial explant due to erosion. (B)(4).